Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak during fill 1 of 5. Patient was advised to discontinue use of the cycler and to contact the nurse. The cycler alarmed for air detected in the cassette prior to the leak being observed. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any complications from the alleged event. The patient remained asymptomatic and was not prescribed antibiotics. The set was not made available for evaluation.